Event description:
Edwards received notification that an aortic valve was explanted after an approximate implant duration of 5 years due to stenosis. A non-edwards valve was implanted in replacement.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors, and is not usually an indication of a device malfunction. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The root cause of this event remains indeterminable. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 27mm aortic valve was explanted after an implant duration of 6 years due to stenosis. A non-edwards valve was implanted in replacement. The explanted device was returned for evaluation. As per product evaluation results, customer report of stenosis was confirmed through observed calcification and host tissue overgrowth. Leaflet 1 had a 3mm tear and leaflet 2 had a 15mm tear.

Manufacturer narrative:
H3: product evaluation customer report of stenosis was confirmed through observed calcification. X-ray demonstrated wireform intact; heavy calcification was observed on all three leaflets. Host tissue on the stent circumference was minimal at the inflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Leaflet 1 had a 3mm tear near commissure 1. Leaflet 2 had a 15mm tear near commissure 2, torn edges appeared to matched up. Calcification were evident at the tears. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve on the inflow aspect. The metal band was exposed at leaflet 1 and 2; wireform was exposed on leaflet 2, and commissure 2 on the outflow aspect. Suture threads remained attached to the sewing ring around the valve.